Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that shortly after the implantation monitoring stored multiple loss of ventricular capture. The pacing threshold was around 1 v and the impedance remained stable (56 ohms). X-ray showed a normal lead position. Home monitoring is active. An event date was not reported.